Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error 63. Customer's blood glucose was unknown at the time of the call. Customer was able to clear alarms successfully. The device passed self test. Customer was advice to call again if the issue persist. The device will not return for analysis.